Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks. A request for technical services (ts) review was needed. Technical services (ts) reviewed the device data and noted that the cause of the inappropriate shocks was myopotential oversensing. This was reproduced when the patient was in different positions. The oversensing was most apparent in the primary and alternate sensing vectors with less in the secondary sensing vector. Ts discussed performing an x-ray to see if the electrode was possible under inserted. No adverse patient effects were reported. The sicd remains implanted.